Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
Biopatch was removed, and wound was dressed, skin has now healed completely. It was reported "pediatric intensive care unit ward has been using biopatch for about 4 years, and are very pleased with the product. They understand that maybe one child could have an adverse reaction, however 6 children is for them, too many, they are also finding it difficult to understand. At first they thought that the product had been changed, more chlorhexidine, however is clearly told that this is not the case. Only the name biopatch on the topside has been added in the last year. Additional info has been requested numerous times by integra.